Manufacturer narrative:
Continuation of d10: 3389s-40 dbs lead - implanted (B)(6) 2015 ; 3389s-40 dbs lead - implanted (B)(6) 2015; 3708660 neuro extension - implanted (B)(6) 2015 ; 3708660 neuro extension - implanted (B)(6) 2015 ; 37603 dps ipg - implanted (B)(6) 2020: b35200 dbs ipg -implanted (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was issues gaining telemetry on the patient¿s implantable cardioverter defibrillator (ICD). It is believed that the telemetry issue may be due to the proximity between the ICD and the patient¿s bilateral deep brain stimulator. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.